Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Tandem customer technical support informed customer that cold fiasp insulin and using the supplies for more than 3 days is off label per the tandem user guide. To resolve the issue, the customer changed the infusion set and cartridge, resuming insulin delivery. Reportedly, the cartridge had been in use for over 72 hours and cold fiasp insulin.